Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 315 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to flattened buttons dome switches. The connector on the lcd board was inspected and no anomaly was noted. The motor was tested outside to the device and passed. Unable to verify for motor error alarm, motor position encoder error alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.